Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl and fell; cause was unknown. Customer was able to get up without assistance after the fall. Juice and glucose tablets were consumed to treat bg. System check was performed by tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.